Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of diaphragmatic stimulation for several weeks. Upon interrogation, high capture threshold, low p-waves, and intermittent undersensing were observed. Programming changes were made to appropriately sense p-waves. The patient was scheduled for a lead revision. Prior to the procedure, lead dislodgement was found under fluoroscopy. The lead was repositioned. The patient tolerated the procedure and was stable before and after.